Event description:
It was reported that during a da vinci distal pancreatectomy procedure, the endowrist one vessel sealer instrument would not seal. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the surgeon and obtained clarification regarding the reported event. He stated multiple activations were required to cauterize. No warning messages were generated from the system indicating the instrument was not working.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. The instrument was installed and tested on an in house system. The instrument passed a self check, energy, and grip force tests. There was light bio debris material resided on the inside of the grips. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.